Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A dilator was introduced through the sheath, and some resistance was observed on the shaft area. Afterward, the shaft interior was inspected and damage on the polytetrafluoroethylene (ptfe) liner was observed in the shaft area. Finally, a microscopic inspection was performed on this area and scratch marks were observed on the ptfe liner. The damage observed matches with the place of resistance detected with the dilator on the shaft area. No other issues were observed. A device history record review was performed and no internal action related to the complaint was found during the review. The resistace issue reported by the customer was confirmed. The detachment of the ptfe could be related to the handling of the device during the procedure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the internal polytetrafluoroethylene (ptfe) liner was scratched and damaged. It was initially reported by the customer that they were unable to advance the dilator within the vizigo sheath. The caller noted that the staff member said there was too much resistance when attempting to advance the dilator. They exchanged the sheath and the issue was resolved. The case continued. There was no patient consequence. It was reported the resistance did not result in damage to the sheath. The customer's reported resistance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-sep-2025, the bwi pal revealed that a visual inspection of the returned device found the shaft interior was damage with scratch marks on the polytetrafluoroethylene (ptfe) liner. These findings were assessed as MDR malfunction.